Manufacturer narrative:
To date, the implanting physician planned to monitor only. If new information were to become available, this report will be further evaluated and udpated.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did appear to exhibit oversensing that led to greater than 2 seconds of asystole. The local area sales representative confirmed that the patient had an unstable underlying rhythm of 35-50 beats per minute at implant with prominent atrial fibrillation, and that a post-implant pause with loss of capture on the rv had been observed. A chest x-ray was done and the lead was checked. Measurements were determined to be within normal limits. Notably, right atrial (ra) lead position was observed as a little pulled back but still in the same place during the following check and no surgical intervention was planned for either this rv lead or the ra lead.